Event description:
The customer received questionable potassium results for one patient sample. The initial potassium result was 6.4 mmol/l (accompanied by a data flag). The analyzer automatically repeated the measurement and generated 6.1 mmol/l. This result was reported outside the laboratory. The doctor questioned the 6.1 mmol/l result and the laboratory repeated the same sample using a different modular analyzer, serial number (B)(4). The repeat result was 5.4 mmol/l and was reported outside the laboratory in a corrected report. The same sample was repeated again using the original modular analytics core analyzer, serial number (B)(4) and recovered 5.3 mmol/l. The patient was not adversely affected by the event. The patient was admitted to the emergency room, the admission was not based on the erroneous potassium result. The potassium electrode lot number in use on this analyzer was s63. The field service representative did not determine the cause. He checked the ion selective electrode (ise) mechanisms and cleaned the mixing vessel and all nozzles. The field service representative also changed the sample probe due to an unsteady stream of water being dispensed during air purge. The field service representative performed precision tests which were acceptable.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. It was noted that pre-analytical conditions may be an issue at the customer site. In addition, the customer was using an expired reference electrode at the time of the event. The customer was advised to follow the tube manufacturer's guidelines regarding pre- analytics and not to use expired electrodes. No adverse events were reported.